Event description:
Additional information was received from the patient that reported that she started feeling pain about (B)(6) 2016. The patient reported that the implantable neurostimulator is big and she is very thin and that she should have had the smaller one. It was noted by the patient that the health care provider didn't say anything at the patient's checkup.

Event description:
The consumer reported that the issue was life threatening. The wrong device was implanted. The patient wanted the (B)(4) year battery, but that was not was the one that was implanted. The patient was on blood thinners and she couldn't have surgery every few years to have the device replaced. The patient noted her device was "totally sticking out" and it hurt. She was a very thin woman and it was uncomfortable. The device was on the side she slept on, which is why she thinks it moved. The patient also hit it on things. The device was helping with her pain. The patient had chronic pain around the clock. Indications for use include chronic low back pain and spinal pain.

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was too big for their body and was uncomfortable since implant. The ins was poking out from the site and their skin was constantly stretching. As a result the ins was replaced on (B)(6) 2016. The consumer felt that the new ins fit them much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.